Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that the device didn't seem to work well so they increased stimulation from 1.3 to 1.6 to 2.2. The device is implanted to help them pee more, but they cannot pee at all now and are in the hospital because of it. Agent did not ask about the circumstances that led to the reported issue. Patient services reviewed option of increasing amplitude even more since it is not helping with retention yet. They will make adjustments and monitor symptoms.